Event description:
The customer reported oil mist coming from their unit. Attempted to follow-up with the customer regarding potential physical complaints related to the oil mist but the customer was not available. The asp field service engineer repaired the unit.